Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge (B)(4), lot 21625k, reader (B)(4)). A confirmatory pcr was performed on an unspecified date and a negative result was obtained. Customer reports two repeat cue tests were performed on (B)(6) 2022 and two negative results were obtained. The customer had no covid-19 symptoms and is vaccinated. The customer had tested due to having been exposed to covid-19. The test cartridges were stored within the temperature range of 59°f (15°c) to 86°f (30°c).

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.